Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the inspection identified the image on the device was intermittent due to a faulty video cable connector. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the inspection identified the image on the device is intermittent due to faulty video cable connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the image of the camera head turned off. The issue occurred during a procedure. A similar device was used to complete the procedure. There were no reports of patient harm or injury.